Event description:
Initial result for a pt digoxin was 9.9 ng/ml. When repeated, the result was 0.9 ng/ml. The incorrect result was not used to guide treatment. The field service representative found a kink in the sample probe tubing and repaired the instrument by replacing the tubing.